Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, cracked reservoir tube lip, scratched case, pillowing keypad overlay, stained keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 3.4 mmol/l at the time of the incident. It was reported that a severe crack on the reservoir compartment, reservoir ring does not want to stay in place. It was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.